Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that non-symptomatic intracranial hemorrhage caused by vascular injury of small vessel and bleeding ceased spontaneously involving the guidewire (subject device). No other information was provided.

Event description:
It was reported that non-symptomatic intracranial hemorrhage caused by vascular injury of small vessel and bleeding ceased spontaneously involving the guidewire (subject device). No other information was provided. Update information: based on the site, the adverse event outcome was resolved. Patient had one pass of thrombectomy with retriever, catalyst plus aspiration with successful revascularization. Patient was discharged with mrs (modified rankin scale) score of 1. Improved nihss (national institute of health stroke scale) score after 24 hrs. Of procedure.

Manufacturer narrative:
Section a3: gender: updated to female. Section b5 executive summary: updated: based on the site, the adverse event outcome was resolved. Patient had one pass of thrombectomy with retriever, catalyst plus aspiration with successful revascularization. Patient was discharged with mrs (modified rankin scale) score of 1. Improved nihss (national institute of health stroke scale) score after 24 hrs. Of procedure. Section e1: initial reporter phone: data entry error phone # - phone # was not provided.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that non-symptomatic intracranial hemorrhage occurred during the study procedure due to vascular injury of a small vessel for which bleeding ceased spontaneously. The event did not cause neurologic deterioration. Based on the information provided, it could not be definitively determined whether the reported event was caused by the subject device. The reported 'patient intracranial hemorrhage' and ' patient vessel perforation' are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that non-symptomatic intracranial hemorrhage caused by vascular injury of small vessel and bleeding ceased spontaneously involving the guidewire (subject device). No other information was provided.